Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was implanted on (B)(6) 2010, was diagnosed with infection on (B)(6) 2010 but only irrigation and debridement were performed. On (B)(6) 2010 all components were removed because the infection persisted, competitor cement spacer was implanted. Records are available for further review. Patient demographics added.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes eg3g91000, 2783960, and 3019447. A search of the complaint database finds additional reported incidents against lot codes 3074779 and 3016401 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
(B)(4).

Event description:
Ppf and medical records. Ppf alleges infection. After review of medical records, the patient was revised due to persistent septic arthritis. Revision notes stated that there was a lot of scar tissue all the way down to the joint. Patient was revised on (B)(6) 2010, however there are no details available. Added patients age, surgeon, law firm, revision hospital and expiration date.